Event description:
The customer reported the battery would not charge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery would not charge. There was no reported pt involvement. The philips repair bench evaluated the device, ac power module and battery and was unable to recreate the reported problem. The device, module and battery passed all performance assurance testing and was returned to the customer. Philips is unable to confirm the reported problem. As of (B)(4) 2012, the customer has not had any further trouble with this device.